Manufacturer narrative:
H.6. Investigation summary; no sample received for investigation. 18 photos were provided and 17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin. No sample was received. No photo related to the symptom was provided. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd¿ luer-lok syringe 60 ml experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: 34951, 136108, syr 50ml l/l, 301035, n/a, damaged, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd¿ luer-lok syringe 60 ml experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: 34951, 136108, syr 50 ml l/l, 301035, n/a, damaged, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs.